Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional test and archive data review. The investigation findings revealed parameters in backup memory (non-volatile ram) have been corrupted. Therefore, the root cause of the error message issue was due to a damaged processor board as a result of wear and tear. The autopulse platform was manufactured in february 2009 and it is 11 years old, well past beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a cracked encoder cover was observed on the returned autopulse platform during visual inspection. , as a result of normal wear and tear. The cracked enclosure was replaced to address the damaged cover. During archive review, system error latch 136 (invalid parameters corrupted) was recorded, thus confirming the reported complaint. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" error message during power on. Thus, confirming the reported complaint. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of similar complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR ". Patient use information was requested but no additional information was provided, therefore patient use is unknown.